Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported that four infusion set cannulas were bent, within 3 or more hours after insertion which led to high blood glucose level on (B)(6) 2024. The patient tested positive for moderate ketones. The insertion site of the infusion set was at abdomen. The infusion set in use for 1 day. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The caller replaced infusion set and resumed insulin successfully. The customer experiencing frequent and/or recurring infusion set issues. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 4. E1: patient country: (B)(6).